Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use resulting deflation difficulty; however, this could not be confirmed. The resistance during advancement was likely due to anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrowing within the fistula located in the right arm. A 5.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. There was no resistance noted during removal of the pta catheter from the dispenser coil or during removal to the protective sheath and no issues were noted during prep (air aspiration). The pta catheter was advanced with no significant resistance to the lesion and once inflated to nominal; the balloon initially could not be deflated. After pulling negative for 10 minutes the balloon deflated enough to be removed from the anatomy with no resistance. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.